Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for the reported failure could be operator error. It was unknown whether the device had met specifications. The device was used for treatment. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "instructions for use intended use the catheter is intended for urinary bladder drainage in adult males and females requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. Efficacy of the catheter in preventing urinary tract infection during intermittent use has not been established. The device is not intended to be used as a treatment for active urinary tract infection. Please contact your physician to determine which product options are best for you, paying close attention to product warnings/ precautions and adverse reactions. Active ingredient the catheter has a surface concentration of 10.2 +/- 2.0 micrograms nitrofurazone (5-nitro-2-furaldehyde semicarbazone) per mm2 of total catheter shaft area. The silicone layer on the outer surface of the catheter is impregnated with nitrofurazone. The nitrofurazone elutes into the urethral-catheter boundary producing local anti-microbial activity. Nitrofurazone is not significantly absorbed through the urethra for the period of 12-24 hours. Warning catheter reuse: this is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infection. Contraindications do not use in individuals with known sensitivity to nitrofurazone. Precautions general: the following adverse events may be associated with the use of urethral catheters: infections, paraphimosis, urethral tear or creation of false passages, urethral strictures, meatal stenosis, urethral damage, bleeding, bladder spasms, bladder damage, catheter blockage, and leakage. Use of certain antimicrobial agents may allow overgrowth of non-susceptible organisms including yeast and fungi. If this occurs, or if irritation, sensitization or superinfection develops, discontinue use and institute appropriate therapy. Pediatric use: safety and effectiveness in children has not been established. Pregnancy: pregnancy category c: nitrofurazone has been shown to have an embryocidal effect in rabbits when given in oral doses thirty times the human dose. There are no adequate and well controlled studies in pregnant women." Correction: d10. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter was unable to void the bladder.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was unable to void the bladder.